Event description:
It was reported that a pen needle autoshield duo 30gx5mm EU was unable to deliver medication during use. The following was reported by the initial reporter: "we urgently await the order ref (B)(4). Please send it to us urgently. Also, according to a geriatric nurse who has done an osiris, some autoshield secure needles are a problem, she doesn't know if the dose has been administered because the insulin wouldn't come out... Have you had any other information of this type? The nurse was out we don't know more but we have recovered several needles from the batch, but I will try to get some more information this morning. Could you send me the updated information/training documents for all your secure dms that we order, I will make with my intern the same type of summary table on secure dms that I used to make before and that needs to be updated."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Manufacturer narrative:
"Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that a pen needle autoshield duo 30gx5mm EU was unable to deliver medication during use. The following was reported by the initial reporter: "we urgently await the order ref (B)(4). Please send it to us urgently. Also, according to a geriatric nurse who has done an osiris, some autoshield secure needles are a problem, she doesn't know if the dose has been administered because the insulin wouldn't come out. Have you had any other information of this type? The nurse was out we don't know more but we have recovered several needles from the batch, but I will try to get some more information this morning. Could you send me the updated information/training documents for all your secure dms that we order, I will make with my intern the same type of summary table on secure dms that I used to make before and that needs to be updated."